Event description:
On 09-sep-2025, it was reported that on (B)(6) 2025, a beta bionics ilet user¿s caregiver observed insulin leakage between the connector and tubing during setup. The supplies were replaced, and insulin delivery was resumed without blood glucose impact. There was no report of end-user harm or adverse event associated with this case.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.